Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No specific information regarding quantity of devices has been provided. Attempts are being made to obtain the following information. If further details are received at a later date a supplemental medwatch will be sent. Please confirm number of clips that did not deployed on the suture.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6)2017 and suture clips were used. During the procedure the clip would not deploy onto the suture. Another like device was used to complete the procedure. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: please confirm number of clips that did not deployed on the suture. No information. Please confirm number of clips that did not feed into the jaws. No information. Please describe ¿some clips from cartridges were not fed into the jaws¿. From the reported three cartridges, some clips could not feed into the device at all, and others could feed but could not deploy on suture. Please describe ¿some clips from cartridges were not fed into the jaws¿. No further information.